Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis revealed damage to an integrated circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported prior to use that the implantable cardiac monitor (icm) could not be interrogated. The icm was not used. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.